Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was received partially applied. The advanced staples in the single use loading unit (sulu) were reused and reset inside the cartridge. The instrument and the sulu were applied to appropriate test media. Functionally, the jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. It was reported that the device did not fire and the staples released prematurely from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur as a result of an incomplete cycle of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The black release button may be used to open the instrument at any time during approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic cholecystectomy, while being applied across the cystic duct, the surgeon could not fire the device once placed around the tissue. It was stated that it seemed that reload had already been fired and the handle was locked out. Another device was used to complete the case. There was no patient injury.